Event description:
It was reported that the patient with this tactra device presented in clinic with signs of pending erosion. The device was explanted and replaced. No additional information was available. No further patient complications were reported.

Event description:
It was reported that the patient with this malleable device presented in clinic with signs of pending erosion. The device was explanted and replaced. No additional information was available. No further patient complications were reported.

Manufacturer narrative:
Corrected data: b5 the device was a malleable device and not a tactra device. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.